Event description:
Pt reported their back to back test readings obtained on their ss meter were 79, 99, 100, 105 and 99 mg/dl (27% difference). Tests were done within 10 minutes of each other using separate finger sticks. No symptoms were reported. Control solution test reading done with new test strips and control solution was in range. Pt stated they have never cleaned the meter. Lfs representative reviewed qc procedures with pt. There was no allegation of harm.